Manufacturer narrative:
Testing could not be performed because suspect product(s) were not returned for evaluation.

Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 8:00pm. Pt reported testing with her prodigy autocode meter and receiving a result of 560mg/dl. Two additional tests were performed and pt received readings of 446mg/dl and 500mg/dl. Pt felt no symptoms but took insulin and drove herself to the emergency room. The pt's emergency room glucose level was 300mg/dl. The time between the prodigy and emergency room test was said to be 6 minutes. The pt did not receive treatment; she stated that her glucose level wasn't high enough to need it. Pdc sent replacement along with a prepaid envelope requesting return of suspect product(s).